Manufacturer narrative:
Exemption number e2017017. Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. During an acute procedure the mask image display was delayed. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause has been determined as user error and no malfunction of the system could be identified. If the user uses a specific exam set during an interventional case, the mask image display may be delayed by a few seconds after exposure during dsa acquisition. This is the result of an incorrect setting of the selected acquisition program parameters as the transition from "native image" to "subtracted image" (for example mask image) is influenced by such parameters. This issue does not occur using other exam sets. This is a rare but known user configuration issue with regard to the affected exam set. No risk to the patient could be identified. If during an ongoing procedure the time delay is not acceptable, the user may select another exam set to continue. A siemens application specialist provided support to the user in optimizing the acquisition program settings for this particular exam set by correcting the pulse width settings. No systematical error was identified; therefore no field corrective action is planned at this time.